Event description:
During case md was using an endostitch to suture and the device malfunctioned. The needle on the stitch lodged into the actual device and would not come out. Another device was opened and worked appropriately. No injury to the patient.